Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap was off the patient line of the amia cassette inside the packaging. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.